Event description:
Air is entering the system during aspiration of the syringe during priming. No pt injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that samples would be returned for eval, however, they have not rec'd. Without the returned unit, the cause of the issue can not be determined. Since the lot number was not available, review of the device history record could not be performed. Medex is unable to confirm or determine the cause of this incident without benefit of returned product. An add'l report will be submitted should info become available that impacts the outcome of medex' investigation.